Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 36 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: all closed samples have been checked, and all of them have the thread correctly wound in the packaging; none of the closed samples showed the thread caught in the packaging. The junction between the thread and the needle have also been checked, and no burs were observed. Needle attachment strength results conducted on the 36 closed samples received (double needle) are 0.125 kgf in average and 0.059 kgf in minimum and fulfil european pharmacopoeia (ep) requirements (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). Knot pull tensile strength results conducted on the 10 closed samples received are 0.120 kgf in average and 0.107 kgf in minimum and fulfil european pharmacopoeia (ep) requirements (ep requirements: 0.061 kgf in average and 0.015 kgf in minimum). Linear elongation results conducted on the 10 closed samples is 20% in average and fulfil b. Braun surgical requirements: 18-38% in average. We have not found splitting on thread surface on the closed samples received before and after performing tests. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported the following: only the needle broke; one thread broke, and another thread detached from the needle as soon as it was removed from the race-pack. The junction between the thread and the needle is not smooth but has burrs, making it difficult to pull the needle during stitching and causing the thread to fray/split. The thread split into two strands. Packaging error: the thread is caught in the sealing of outer package, and was not secured in the racepack (inner package). Additional information has been requested.